Event description:
It was reported that the patient needed oxygen. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient needed an increase in oxygen. No other complications were reported to have occurred and the patient remains hospitalized.